Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports that a couple of months ago she developed a red itchy area of skin just below the stoma. She reports that it has gotten worse and now bleeds sometimes when she is changing her appliance. She reports that there is a crease in the skin at the bottom of the stoma. She has cut the wafer wider to avoid the crease but stool does stay there in between pouch changes. She stopped applying the barrier wipe in that area.